Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported by the international customer that the ventilator failed when there was a reaction of the touch panel. No patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 22jan2019. Date rec'd by MFR: 15jan2019. The philips service engineer (se) inspected the device and replaced the touchscreen. The ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.